Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the system software. The system operated as intended.